Event description:
During a meniscal repair, the surgeon went to cut the suture and it would not cut. The device jammed up on the suture and could not be removed and the surgeon tried to pull the kpsc out with some force and ended up tearing the meniscus. The tear was left without being repaired and the repaired and the procedure completed.

Manufacturer narrative:
No conclusion could be made as the device is still being investigated. When the evaluation is complete, a supplemental report will be filed.